Event description:
It was reported that the ventilator stopped ventilating while connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
This investigation has been finalized. On-site investigation has been performed by our field service engineer and the problem could not be reproduced. No parts were exchanged in the ventilator. There was no indication that a ventilation had occurred on the reported date of event. Therefore, a device log evaluation determined the date of event to be (B)(6) 2016. The event logs showed alarms revealing no breathing effort from the patient while on a spontaneous breathing mode. However, this was followed by the return to back up ventilation as specified by design. The technical logs did not show any technical alarms and the pre-use check passed before and after the date of event. Our conclusion in the matter is that the clinician misinterpreted the displayed alarms as a stop of ventilation, however, the alarms were displayed due to the clinical situation and the ventilator worked according to specifications.

Event description:
(B)(4).